Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an arrythmia episode. Technical services (ts) reviewed the stored data and noted that the device was programmed with a low ventricular tachycardia zone of 110 beats per minute, the reviewed episodes appeared consistent with sinus rhythm. Technical services discussed that enabling onset and stability discriminators could inhibit therapy delivery until the ventricular rate exceeded the atrial rate and that these discriminators could effectively be disabled unlike rhythmid. The representative stated that the findings would be discussed further with the physician to better characterize the documented ventricular tachycardia. The device delivered eight anti-tachycardia pacing therapies and two 41-joule shocks for a sinus tachycardia episode that accelerated into the ventricular tachycardia zone. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.